Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away.

Event description:
It was reported that the patient had a complicated post-operative course with acute renal failure (arf) requiring continuous renal replacement therapy (crrt), right ventricular failure requiring temporary right ventricular assist device (rvad) support, prolonged respiratory failure requiring tracheostomy placement, multiple respiratory infections secondary to aspiration events, vasoplegia requiring midodrine and intermittent vasopressors, large pleural effusion status-post thoracentesis, and ileus. The aspiration events initially required percutaneous endoscopic gastrostomy tube placement (B)(6) 2023 and then jejunostomy tube placement to reduce aspiration risk (B)(6) 2024 with correction on (B)(6) 2024.the patient was unable to progress both nutritionally and physically. After a long and complicated post-operative stay, the patient became acutely hypotensive in the setting of fungemia, requiring high dose vasopressors. When poor prognosis was shared with family it was opted to shift care towards comfort measures. The patient passed away on the morning of (B)(6) 2024. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (renal dysfunction, respiratory failure, and right heart failure), infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.